Event description:
Caller reported that they bought 10 sapphire infusion pumps a couple of years back and had a 50 percent failure rate. The screen went dead on one of the pumps, alarms were going off on one pump, one pump failed to power up, two pumps were over delivering. The remainder of the pumps are just sitting in a drawer and have never been used.